Event description:
It was reported that deployment of the perclose proglide sutures in the calcified common femoral artery was attempted using a preclose technique before an interventional procedure. Reportedly, two devices were to be deployed. However, a cuff miss occurred when the first device was deployed. The physician contributed the cuff miss to the calcification and decided not to try to use the second device. After the interventional procedure, manual compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly proficient in the use of the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device indicated that a posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. There was no needle strike mark observed at the posterior foot. However, the posterior needle tip was bent, indicating that the posterior needle was deflected and interacted with human tissue during needle deployment. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot and when the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by damaged anterior cuff tabs. One of the anterior cuff tabs (measuring approx. 0.01 x 0.01 inch) was broken off and was not returned. The posterior cuff miss and subsequent anterior cuff detachment would result in a failure to retrieve the suture, form the knot and advance the knot to the arterial surface to close the vessel as intended. Contributing factors for the needle deflection during the needle plunger deployment resulting in the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment includes, but not limited, to manufacturing, anatomical conditions and/or deployment technique. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The reported arterial calcification could have possibly contributed to the needle deflection. The instructions for use state that the safety and effectiveness of the perclose proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. There was no information reported or definitive evidence in the evaluation of the returned device that suggested incorrect technique. Based on the investigation findings, the probable cause for the posterior cuff miss and subsequent anterior cuff detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiencies were detected. A query of the complaint database was performed and there does not appear to be any indication of a lot specific product quality deficiency. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.